Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl.